Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4).

Event description:
It was reported that during the implant procedure the helix did not exted, there was high impedance, and difficulty fixing the lead. The lead was not implanted. No patient complications were reported as a result of this event.